Event description:
The cuff of lma fastrach ett su (size 8) was reported burst during the inflation process when only 12-14 ml of air had been used to inflate. There is no pt injury contributed by this event.

Manufacturer narrative:
The report stated that the cuff of the device was burst during use on pt when only 12-14 ml of air had been used to inflate the cuff. A review of customer complaint records show that this is the first case related to cuff burst since the first release of this device for the commercial market in the year 2005. The returned defective device was visually inspected and a "clean cut" was seen on the cuff. A simulation test was performed on retained samples whereby the cuff was inflated with a significant amount of air (150 ml) until it burst/ruptured. The appearance of burst/rupture was seen to be uneven with rough edges which is different from the reported failure which is clean cut. The IFU for lma fastrach ett su states that pre-use (visual and inflation) checks should be carried out prior to use and these checks would have identified the tear or cut problem with the device under normal use. The damage seen on the cuff may have occurred as a result of cut by sharp objects. There is no pt injury reported for this event.